Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had a auto-off alarm on the insulin pump. The caller also reported a battery out limit alarm occurred after they were assisted with clearing the auto-off alarm. It was also found the customer had a the wrong year programmed into the insulin pump. It was also reported the customer was hospitalized, but it was not diabetes or insulin pump related. The insulin pump will not be returned for analysis.